Event description:
A volume discrepancy was reported. The actual residual volume of 19 was greater than the expected residual volume of 8. The cause of the discrepancy was unknown. The patient did not experience any symptoms. The catheter was aspirated and they were only able to clear the catheter volume. Caller stated they were able to get back 0.2 ml of drug from the catheter and they felt confident it was clear, no im was suspected. The logs revealed a short stall on (B)(6) 2012 and the recovery was notated as well. The pump was being replaced due to normal depletion. Regarding patient outcome it was noted "most likely not receiving medicine", doctors plan further troubleshooting. The pump was delivering hydromorphone.

Event description:
Additional information received indicated that over the last year or so prior to the replacement a volume discrepancy was noted. During the replacement surgery it was noted that there was no backflow of cerebrospinal fluid from the catheter and the catheter had migrated anterior to the pump.

Manufacturer narrative:
Catheter model# 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Event description:
Additional information received. An hcp commented on the catheter patency, tested when replacing the pump on (B)(6) 2012, "he really has an occluded catheter since no csf came back." This conflicts with the original information received, which stated, they were able to get back 0.2 ml of drug from the catheter and they felt confident it was clear. The catheter remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).